Event description:
During the evaluation of a damaged minicap transfer set, it was discovered that the set had a broken occlude feet. No additional information is available.

Manufacturer narrative:
(B)(4). Pt age: the exact date of birth was unknown but it was reported that the patient was born in (B)(6). This event was found during investigation by a technician. Visual inspection and clamp function testing noted the occlude feet broken. Leak testing and clear passage testing was performed with no issues noted. The cause of the damaged occlude feet could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.